Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was foreign matter on device cannula/needle/syringe or any fluid path component. This event affected 5 devices. The following information was provided by the initial reporter. The customer stated: "visible particles have been observed in 5 out of 16683 articles and removed from our production."

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign material could not be determined from the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and incorrect count were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was foreign matter on device cannula/needle/syringe or any fluid path component. This event affected 5 devices. The following information was provided by the initial reporter. The customer stated: "visible particles have been observed in 5 out of 16683 articles and removed from our production.".